Manufacturer narrative:
(B)(4). D10 : 42518200708 - partial articular surface left medial size g 8 mm thickness - 63784931. 42558000301 - partial femur cemented size 3 left medial - 63813005. Unknown - unknown palacos cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left uni-compartmental knee arthroplasty. Subsequently, the patient developed pain, swelling, instability, and varus laxity in extension approximately 1.5 years post-op and underwent a revision. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the pre-op diagnosis showed a mechanical complication in the right knee prosthesis. Patient was continuing to experience pain and swelling and their clinical exam was consistent with valgus laxity in extension. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.